Manufacturer narrative:
Additional information provided in b4, g6, h2, h11. Correction made to h6 (investigation type, investigation finding, investigation conclusion) investigation summary: samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as bent/broken npe cannula and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Manufacturer narrative:
6 different lots impacted by this event. See enclosed completed medwatch section c for the lot covered under this MDR filing.

Event description:
Consumer reported found a few pen needles from 6 different boxes with same item number. Needles would clog during the flow check. - awaiting samples. Unknown amounts to each lot number. All stored without foil tabs. Unknown events dates. Lot #3115881, lot # 2342155, lot # 3172410, lot # 3164334, lot # 3101694, lot # 3080894. Catalog# 320555 all 6 boxes. Date of event unknown. Sample status awaiting sample dc.